Manufacturer narrative:
An asp technical services representative (tsr) provided troubleshooting over the phone advising the trained biomed to disassemble the catalytic converter from the oil mist filter and check all seals. The trained biomed reseated the oil mist filter and o-rings and confirmed the issue was resolved. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer who is an asp trained biomed reported there was a haze or vapor was emitting from the catalytic converter of the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to discontinue use of the unit and leave the room until the vapor/haze dissipates. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/vapor issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/vapor issue was reviewed from july 2017 to january 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the issue. The assignable cause of the haze/vapor issue is the oil mist filter and o-rings. The field service engineer advised the trained biomed to clean the parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.